Manufacturer narrative:
(B)(4)

Event description:
(B)(4)

Event description:
The user facility reported device broke during administering of vivitrol suspension. Follow-up communication with the user facility confirmed; (1) patient may have received only 0.4ml of the medication because only 3ml was left in the syringe; and (2) there was no injury as a result.

Manufacturer narrative:
The involved device was not returned for evaluation, which limits the failure investigation. The investigation was based upon assessment of user facility information and evaluation of reserve samples from the reported lot and current lot samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A simulation test was performed on a retention sample. The safety needle was securely attached to a 5ml syringe. Sterile water for injection was withdrawn from the vial and then injected into a simulated arm at a 90 degree angle as well as a 45 degree angle. No break on the needle and hub was noted. A review of the device history records and inspection records indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported break cannot be definitively determined based upon the available information, there is no indication that the event was related to a pre-existing device defect. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. (B)(4).